Event description:
It was reported that the patient sent a remote transmission and a reset was observed. The parameters remained as programmed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was a critical ram parity error logged on (B)(6) 2013 power-on-reset (por) severity. Concomitant product: 1346t competitor implantable pacing lead (B)(6) 1997. (B)(4).